Event description:
Affected channels were noticed during an appointment on (B)(6) 2022. Furthermore, the user's hearing performance with the device is affected. The user's magnet strength has been reduced from 3 to 2. The user will follow up with the clinic on 31 oct 2022.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were noticed during an appointment on 14.oct.2022 and the user's hearing performance with the device is affected. According to information from 07.dec.2022 the user will not be reimplanted at this time, the clinic has reprogrammed the user's settings.

Manufacturer narrative:
Additional information: according to currently available information, a damage to the active electrode seems likely. However to determine an exact root cause device investigation would be necessary. Reportedly the recipient was re-fitted with the remaining five channels and will continue to use the device and be monitored. The device remains implanted and in use.